Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: three power port isp MRI implantable port kits were returned for evaluation. Along with returned sample one photo was provided for the review. Gross and visual evaluations were performed. All three kits were received partially unsealed with original, packaging. Samples were noted to be clean. Yellow stains were noted on one side of the product trays of all the three tyvek labels. Components did not look affected inside the kit. Yellow stains were noted in provided photo on one device. Therefore, the investigation is confirmed for the reported discoloration issues for all the three devices. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport isp MRI 6cf int w sp, att, sl. Prior to the procedure, opening the package, the paper packaging material was found to be partially yellowed. Three such occurrences were noted, and in one case, the discoloration faded two days after the package was opened. The procedure was completed with an alternative device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport isp MRI 6cf int w sp, att, sl. Prior to the procedure, opening the package, the paper packaging material was found to be partially yellowed. Three such occurrences were noted, and in one case, the discoloration faded two days after the package was opened. The procedure was completed with an alternative device. There was no patient contact.